Event description:
Customer reported that the display of the insulin pump was blank. Customer stated that after changing the battery, she was unable to turn the insulin pump back on. Customer stated that after replacing the battery cap, the insulin pump's power and display returned. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.